Manufacturer narrative:
Device not returned.

Event description:
It was reported that air bubbles were intermittently observed in the infusion set tubing. Tandem technical support guided the customer through priming the air bubbles out. Customer's blood glucose was approximately 130 mg/dl.